Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced seroma (mass or swelling) at the ipg implant site. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg pocket was cleaned out with antibiotic saline, made pocket smaller and secured the ipg to address the issue. Reportedly, issue has been resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the ipg pocket was found to be larger than what was created for the perm implant. The patient also experienced ipg migration and pain at ipg site which was addressed in the same surgery ((B)(6) 2021).